Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck in loading reservoir. The customer's blood glucose value was 144 mg/dl at the time of the incident. Troubleshooting was done for rewinding. The customer stated that they were unable to exit the process of load reservoir. The customer was advised to replace and to discontinue the use of insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No rewind anomaly noted during testing.